Event description:
It was reported that during a pcnl procedure, the coating of a hiwire nitinol hydrophilic wire guide was shaved off. The device was not inspected before use. The coating was activated for 30 minutes; the wire was kept hydrated throughout the procedure. The coating was shaved off while attempting to gain difficult access when the user advanced and retracted the wire through a chiba biopsy needle. The device was put through the needle three times as they attempted to gain access in the kidney. After the third time, it was noticed that the integrity on the wire had been compromised. The device was removed. The user retrieved the shaved portion of the coating with a grasper through a nephroscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer occupation: unknown. Device evaluated by mfg: other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex e. Event summary: it was reported that during a pcnl procedure, the coating of a hiwire nitinol hydrophilic wire guide was shaved off. The device was not inspected before use. The coating was activated for 30 minutes; the wire was kept hydrated throughout the procedure. The coating was shaved off while attempting to gain difficult access when the user advanced and retracted the wire through a chiba biopsy needle. The device was put through the needle three times as they attempted to gain access in the kidney. After the third time, it was noticed that the integrity on the wire had been compromised. The device was removed. The user retrieved the shaved portion of the coating with a grasper through a nephroscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned with a small label only to cook for investigation. Approximately 8cm of the wire guide coating was observed to have separated confirmed the customers report. The returned complaint device was reviewed by the supplier who noted a ductile/tensile overload fracture of the polymer jacket with material removal exposing the metallic core wire 4.9cm to 13.2cm from the distal tip. The supplier noted that the polymer jacket damage appears consistent with attempting to manipulate the wire against resistance. A document-based investigation evaluation was performed. No related non-conformances were recorded. The wire guide is assembled and packaged by a supplier to cook who carried out an investigation as well as cook. A review of the device history record for lot 71003162 by cook and the supplier found no related anomalies. A database search carried out by cook found no other complaints have been reported for the complaint device lot. A review of manufacturing procedures carried out by the supplier found controls to be in place to assure device integrity prior to shipment. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which provide the following information: "precautions manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1 prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating." Based on the available information, cook has concluded a cause for the complaint could not be established, it was not possible to rule patient factors, inadvertent user/procedural issues, and/or concomitant device use. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.